Event description:
The customer reported that a bipap a40 pro device displayed a "ventilator inoperative" alarm. The device was in use. No specific device settings were provided. There was no patient connected at the time of the event, and no harm or injury was reported. The device associated with this complaint was not returned to the manufacturer for evaluation. Therefore, the failure could not be confirmed, and no reportable components were replaced. If the unit is received in the future, evaluation findings will be documented. At this time, no additional service activity has occurred.